Event description:
It was reported that a gravity infusion took longer than expected with a one-link catheter extension set. The device was connected to a catheter and a primary baxter administration set. The expected duration of infusion was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to an in-house solution container and primed with no defects noted. The device was connected to a pressure gauge and place under water for clear passage and pressure testing with no defects noted. Should additional relevant information become available, a supplemental report will be submitted.